Manufacturer narrative:
E1 initial reporter facility name:(B)(6) clinical the electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable na electrode results for 3 patient samples on a cobas pro ise analytical unit. Patient 1: the initial result was 152.2 mmol/l. The repeated result was 144.5 mmol/l. Patient 2: the initial result was 150.4 mmol/l. The repeated result was 144.7 mmol/l. Patient 3: the initial result was 150.5 mmol/l. The repeated result was 145.1 mmol/l. The initial results were not reported outside the laboratory. The samples were repeated as the customer was aware of the patients' clinical profiles and decided to repeat the samples.

Manufacturer narrative:
The customer is measuring samples from dialysis patients. The investigation found the customer only allowed 10 to 15 minutes of clotting time, which was too short. The investigation determined the issue was caused by a pre-analytical handling issue.